Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the patient's non-boston scientific leads, measuring greater than 3000 ohms. After the lss, noise was observed. A spring contact issue was suspected and the device was reprogrammed to the unipolar pacing and bipolar sensing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the patient's non-boston scientific leads, measuring greater than 3000 ohms. After the lss, noise was observed. A spring contact issue was suspected and the device was reprogrammed to the unipolar pacing and bipolar sensing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that there was possible loss of capture (loc) on the non-boston scientific right atrial (ra) lead. It was noted the thresholds were stable. Technical services (ts) reviewed the episodes and indicated they appeared to be true atrial complexes with some baseline noise and far-field oversensing. The system would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.